Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high thresholds and undersensing of the right ventricular (rv) lead occurred during the implant procedure. The rv lead was explanted ad replaced. No patient complications have been reported as a result of this event.